Event description:
Rn circulator states, first clip fired well and successfully fired one clip to clip tissue. Unfortunately, after it fired, the jaw remained locked open and the clip applier could not be used again. A second clip applier was added to the field to complete the case. Awaiting vendor response.